Event description:
It was reported patient ('pt') was very unstable & agitated. In progress to transport to hospital, clinical support specialist ('css') received call from arrow sales/service administrator ('ssa') to call md. Md stated to ssa, "they were transporting to hospital & had gas loss alarm & no augmentation on pump," when call was disconnected. Css called, md was in ambulance to accompany transport. Md reported pump had a "gas loss alarm & now was not augmenting." Css verified there was no blood present in helium drive line & all connections were intact. Css asked if there were any other alarm messages, md replied, "no." Css asked if alarm reoccurred after turning pump back on & md reported that "it did not start pumping again." Md was not sure which pump she had, but after questioning, css verified it was an "autocat." Css had md reset alarm. Pump is in autopilot mode with good ECG & arterial pressure (ap) waveform present. Prior to pressing assist button, there were no current messages on pump according to md. After walking md through how to go to "pump on", md reported pump is still not pumping. Md replied the pump is "doing nothing - not alarming, not pumping, & not even sounding like it's attempting to pump." Css verified there were no alarm messages present & there was helium in tank. Conversation occurred over two phone calls, due to md's need to hang up to tend to pt. After calling md back a third time & hearing that they were attempting to leave, css asked md, "if they had left the facility yet?" Md said, "no, they were in the ambulance & attempting to leave, but were having difficulty with pt." (Not related to pump.) Css advised prior to leaving, "we get pump working or if another pump is available, switch pump out." Md stated there was another pump available & abruptly had to hang up again. After 6 add'l phone calls that went to md's voicemail, css reached md, who informed css they had "switched pump & everything was now working fine." Css asked md where pump was & stated that more info was needed to follow up to assure pump in question is inspected. Md replied "they left it at hospital" & could not talk now, but would call us back later. Css attempted an add'l 4 times throughout day & received md's voicemail. Md has not returned css's call. This was a very stressed & chaotic environment. Md was per css, "the communication was very difficult, multiple phone call interruptions due to pt condition & multiple attempts to re-contact, and having limited info."

Manufacturer narrative:
(B)(4). Product will not be returned for eval.